Event description:
Additional information received indicated that programming changes were made. The patient was in a good condition with no adverse effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. The patient was asymptomatic and did not receive any inappropriate therapies due to the oversensing. Programming changes and further testing were recommended.